Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional testing including bench handling, defibrillation cycling, and internal inspection were completed with results within specification. While device logs were reviewed, they are not designed to capture display-related issues and could not confirm the reported behavior. Based on the completed evaluation, no fault was identified and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.